Event description:
Paramedics reponded to a motor vehicle collision trauma victim in cardiac arrest. The device was connected to the pt and used to deliver shocks to the pt. According to the reporter, the device shut down following every shock and had to be powered back on. The pt was not resuscitated but the reporter indicated the pt's death was not caused or contributed by the alleged device malfunction because the pt was not viable.